Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, a full insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's mother reported that the user had a head trauma over the implant site on (B)(6) 2023. The user has been re-implanted.

Event description:
The user's mother reported that the user had a head trauma over the implant site on (B)(6)2023. The user had good benefit before the accident. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, a full insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, a full insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's mother reported that the user had a head trauma over the implant site on (B)(6) 2023.

Event description:
The user's mother reported that the user had a head trauma over the implant site on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.